Event description:
The pacemaker ws explanted 2 months after implant due to no atrial capture. On september 16, 1998 the pacer pocket was opened and fluid was found in the header cavity, on the atrial side, near the set-screw.